Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and communication with field service engineer (fse). According to the information provided by the technician, the rubber seal filter was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as internal leakage test failure may in some cases, represent a reportable event. There was no patient¿involvement. In the further process of complaint handling it has been identified, that the issue was related to rubber seal filter. The problems such as the one described here are not safety related. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
D1: brand name: previous brand name: servo-u; corrected brand name: base unit servo-u. D4: version or model #: previous version or model #: servo-u; corrected version or model #: 6694800. D4: unique identifier (UDI)#: previous unique identifier (UDI)#: missing; corrected unique identifier (UDI)#: (B)(4).